Event description:
A report was received that a patient underwent a pocket revision procedure. The pocket was in an uncomfortable location, so the physician repositioned it. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.